Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high and low blood glucose. Customer's blood glucose at time of incidents was unknown. The customer was admitted to the hospital. Customer was hospitalized on (B)(6). The customer cause of hospitalization was diabetic ketoacidosis. The customer has a severe low blood glucose of 30 mg/dl while in hospital fasting. Customer was hospitalized 4 times with diabetic ketoacidosis. The customer senses lows and highs.